Event description:
It was reported to philips by a customer that the unit shuts off during usage. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated the unit powered down while in use. The biomed stated there was no harm done to patient, the nursing staff was in room when issue happened. The nurse was able to swap unit. The unit had an error code (pressure regulation high) at the time of the failure and checked machine and proximal connections. The fse verified pressures and flows. The fse replaced the da pcba and dirty air inlet filter corrected the leaks in gds boot and o2 leak from loose inlet. The system failed t&v due to flow sensor inaccuracy was 1.7 slpm when set to 0. The fse replaced the da pcba to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on the information provided and the service performed, the customer's alleged malfunction was confirmed.

Manufacturer narrative:
The philips international field service engineer (fse) also replaced the motor controller (mc) pcba, flow sensor assembly, da to mc pbca cable, and da to flow sensor cable. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.